Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead warning for low impedances. Possible insulation damage was also reported. Isometrics by pushing hands together showed noise. The lead was reprogrammed and the physician plans on watching the lead more closely. The lead remains in use. No patient complications have been reported as a result of this event.